Manufacturer narrative:
(B)(4) confirmed the magnet rates for this device and offered to consult with a colleague for troubleshooting. Since the patient was not in the office, the caller declined and stated he would call back with any further information or questions. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this nurse called technical services (ts) stating this device magnet rate was at 85. He wanted to confirm the elective replacement time (ert) trigger rate was 85 and noted concern with premature battery depletion.